Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the battery in battery well 2 was not securely in the well, which was likely the cause of the reported issue. Physio secured the battery in well 2. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it to monitor a patient. The customer advised physio that the patient was fine and not in a critical state. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.